Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the surface of a bd insulin syringe with bd ultra-fine¿ needle while preparing for injection. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: customer returned one loose 3/10cc, 6mm syringe. The returned syringe was examined and exhibited hard, clear material on the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of adhesive. A review of the device history record was completed for batch # 7023681 all inspections were performed per the applicable operations qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter on cannula). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the holdrege plant to address adhesive runover.